Event description:
Revolving head came off in mouth (device breakage). No adverse effect (no adverse effect). Case description: a woman reported that when her husband was using an oral-b rechargeable toothbrush, version unknown the revolving head of an oral-b flexisoft brush-head came off in his mouth. No symptoms developed.

Manufacturer narrative:
Case is closed. A failure and root cause cannot be determined without a return. We did not identify any trending for this problem in our quarterly trend analysis (quarterly cc report on 2014). The consumer was also not providing any further information on production code.